Event description:
It was reported that the patient with this right atrial (ra) lead had experienced erosion and possible infection. Reportedly, the patient pocket was open and can visibly see the wires. No additional adverse patient effects were reported. Currently, the ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).